Manufacturer narrative:
(B)(4). This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
After successful deployment of a 29mm sapien 3 valve in the aortic position, resistance was noted upon removal of the commander delivery system. The device was continued to be removed/"pulled" and a ¿pop¿ was heard and the delivery system could not be removed. The flex catheter and handle were pulled out and cut in half to maintain wire access. Under fluoroscopy, it was noted that the sheath tip marker was no longer at the tip of the sheath. The inner balloon portion remained on the wire in the body with the nose cone and balloon still attached. A surgical cutdown was performed on the right femoral artery to remove the esheath and the artery was repaired. The balloon tip and guidewire shaft remained in the body. A larger arteriotomy was performed and the guidewire and balloon tip were removed. The patient was stable and was transferred for post management care. The hospital is currently holding on to the devices for their risk assessment. As reported, it was unclear on where the delivery system was getting caught. There was no crossing difficulty during the procedure and the sheath and delivery system were inserted without difficulty. There may have been retained volume in the balloon and the withdrawal of the balloon occurred approximately 5 minutes after the balloon was deflated. After removal of the sheath and upon visual inspection, the sheath seam was torn approximately a quarter length of the sheath to the tip. The sheath appeared "ripped" and bunching at the tip. The marker was on the portion of the esheath seam that was bunch up. Per report, the perceived root cause may have been due to the balloon not being fully deflated or rewrapped before the delivery system was removed.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Photos were provided and they show that the condition of the sheath and delivery system following the procedure. The condition of the torn balloon and the delamination on the sheath indicates that there was likely withdrawal difficulty experienced during the procedure. Therefore, the complaints for delivery system-withdrawal difficulty through sheath and balloon-torn can be confirmed by the provided photos. During manufacturing process, the entire delivery system is visually inspected and tested. The balloons are 100% inspected for wall thickness and visual defects. Balloon samples are burst tested and additional visual inspection. The following crimp balloon features are 100% dimensionally inspected for the following: distal length, proximal length, distal ID, proximal ID, single/double wall thickness, and appearance/gross defects. In addition, the balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, and gel spots. The crimp balloon to inflation balloon laser bond is 100% visually inspected for bubbles and a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. The balloon is visually inspected during the balloon pleat and fold and forming process for balloon size, contamination, and distorted/pinched folds. During final inspection both manufacturing and quality visually inspect the entire devices distal to proximal for damage or missing components, and distorted/pinched folds. The delivery system is 100% leak tested. ). During product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects, or damage. Testing is performed for retrieval force, balloon pressure and tears or separation in the inflation/crimp balloon bond. Testing was performed on the inflation balloon/crimp balloon tensile force and met statistical requirements. The lot met statistical requirements as requirement for lot released. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history review (DHR) was performed revealed no issues that would have contributed to the complaint event. Lot history review revealed no similar complaints. The complaints for delivery system ¿ withdrawal difficulty-through sheath and balloon-torn were confirmed based on the condition of the device in the imagery provided by the complaint site. The pumpkin and inflation balloon were wrinkled and distorted, which was likely caused by the repeated attempts at removal after it became stuck. Further, there was liner bunching and circumferential delamination noted at the distal end of the sheath. All of these indicate that there was likely difficulty withdrawing the delivery system through the sheath. Due to the unavailability of the device, no manufacturing non-conformance could be identified; however, a review of available information (complaint history, lot history and DHR) did not identify any evidence of manufacturing non-conformances that would have contributed to the complaint. Review of the IFU and training manuals was performed and no deficiencies were identified. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional risk assessment of the failure mode is not required at this time. Per IFU, the balloon must be completely deflated before it is removed. Per report, ¿the perceived root cause may have been due to the balloon not being fully deflated or rewrapped before the delivery system was removed¿. If there was residual fluid in the balloon, it may have increased the balloon profile and caused it to become caught on the tip of the esheath during removal. This likely contributed to the withdrawal difficulty, requiring additional pull force to overcome it. The additional force in this case then likely caused the crimp balloon to tear proximal to the inflation balloon to crimp balloon bond. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment, as per management discretion. In this case, available information suggests that procedural factors (incomplete deflation of the balloon) may have contributed to the complaint event. The complaints were confirmed, but no product non-conformances or IFU/training inadequacies were identified during this investigation. Review of complaint history revealed that the complaint rates did not exceed the may 2018 control limit for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Please reference manufacturer report no. 2015691-2018-01964.